Event description:
It was reported that ongoing occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. Reportedly, the customer reverted to an alternate method insulin therapy.